Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was determined to be a broken compression module and a shredded belt. The customer declined the repair. The device remained with the customer unrepaired.

Event description:
A customer contacted stryker to report that their device stopped during patient care. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.